Manufacturer narrative:
(B)(4). Analysis of the returned trial lead model 387445 lot # va08z3t showed no anomalies.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer¿s representative reported that there was a faulty trial lead at implant. Impedance testing on contact #3 showed values greater than 40,000 ohms and on contacts 0-2 ¿high impedances¿ were seen. It was noted that contacts 4-7 "seemed ok". Also, during intrao-perative testing, the patient was unable to feel stimulation from any combination utilizing contacts 0-3 with 10.5 v, 450 pw, and at 60 hz. However the patient did feel stimulation using contacts 4-7. A new multi-lead-trialing cable (mltc) unit was used and the same impedances readings and stimulation patterns were seen. Reprogramming was attempted. The lead was re-seated in the mltc with the same results reported. A new mltc was then used with the same results. Then a new lead was used with the second mltc again with the same results. The new lead was tested with the first mltc and "everything worked as expected". The lead was replaced and the patient was able to feel stimulation from any combination of contacts on the new lead. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received a follow up report will be sent.